Manufacturer narrative:
Continuation of d10: 407645 lead, implanted: (B)(6) 2007. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion and the right ventricular (rv) lead exhibited known high thresholds. It was noted that when the physician was explanting and replacing the crt-d, an insulation breach on the rv lead and left ventricular (lv) lead was noted. It was also noted that the patient is in hospice care and it was decided to not replace the leads. The crt-d was explanted and replaced and the rv lead and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.